Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 05, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 24, 2022.

Event description:
Per the clinic, the patient experienced poor sound quality and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.